Manufacturer narrative:
Production of this product was discontinued in 2018. It is likely this device was used after its labeled expiration date. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During an ebus procedure, the biopsy needle was not able to lock after the first two samples. A replacement needle was used to complete the procedure. There was no patient impact.